Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer received information from a patient's wife stating her husband has passed away. The wife states she needs the return shipping label for the recalled device. She also stated her husband never received the replacement device. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device will be returning to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.